Manufacturer narrative:
Extension springs.

Event description:
It was reported by service report that the extension springs were weak. There was pt involvement, however, no adverse consequences are reported.